Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular connector was cracked. It was also noted that the lower case was cracked, the battery drawer was cracked, all cover attachments were missing, the knobs were dirty, and the battery contacts were visibly contaminated. As a result the device was cleaned, the ventricular connector, lower case, battery drawer, and knobs were replaced and all attachments were added. The device then passed all tests.

Event description:
It was reported that the external pulse generator (epg) had a defective connector. The epg was returned to the manufacturer for servicing. There was no patient involvement.